Event description:
Additional information from the rep indicated that the cause of the issue was unknown. They noted that x-rays were obtained and the patient has an upcoming appointment with the hcp to go over the results. Issue has not been resolved. The stimulation is currently off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a medtronic pain stimulation implantable pulse generator (ipg) has not experienced relief since the implant procedure. The patient has had the stimulation turned off and is not benefiting from programming adjustments. The patient is only feeling localized stimulation around the implantable neurostimulator and occasionally experiences rib stimulation. The representative checked the patient's impedances, confirming the use of multipole reference electrodes, with most pairs measuring between 900-1100 ohms and none exceeding 2000 ohms. Programming attempts included turning some programs up to 15ma. An x-ray was ordered, and results are pending.